Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange, oversensing was noted on the right ventricular (rv) lead. The rv lead was connected to the new device and the physician elected to also implant a low voltage rv lead. The patient was sable and will continue to be monitored.